Event description:
It was reported that the pt experienced loss of therapeutic effect only when using program one. Additional info has been requested from the hcp, but was not available as of the date of this report.